Manufacturer narrative:
Examination of the returned instrument confirmed the inner sleeve component has moved out of original position but has not fallen out. A previous investigation found CAPA/(B)(4) was implemented in july of 2011 by the manufacturing supplier that implemented a process-improvement step to the inspection of the outside diameter of the sleeve. The returned instrument was manufactured in december of 2003, prior to the improvement implemented by the supplier. No additional action indicated. Complaints will be monitored through post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The sleeve that goes over the broach trial on the summit calcar planar came off the instrument and got stuck on the broach.